Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approximately 68 months ago. Vessel morphology at the time of implant is unk. It was reported that a recent CT demonstrated that the stent graft had migrated 2 cm below the lowest renal resulting in a type I endoleak, due to disease progression with aortic neck dilatation. The physician elected to perform a femoral-femoral bypass and converted the existing graft to an aui using one talent aortic cuff, one aneurx aortic cuff and three devices from another manufacturer. The physician stented the right renal artery to preserve flow into the kidneys due to the other manufacturer's stent graft encroaching on the renal ostium. There are no additional clinical sequelae reported and the pt was reported to be fine.

Manufacturer narrative:
Evaluation codes: results: migration, endoleak. Conclusion: disease progression resulting in aortic neck dilatation.